Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station drawer would come out very slowly. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was very hard to close. A field service engineer (fse) performed full testing of all drawers and found main drawer 2.1 difficult to open fully due to a failing slide rail bumper. Removed the drawer, reset the bearing cage, and installed replacement rear bumpers in both drawers. Reinstalled the drawer and tested successfully with no further issues. Verified operation in the application and ran hardware test application diagnostics with no issues. The system functioned as intended after the field service engineer repaired the device.